Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that on saturday (B)(6) 2017 at 01:00 am, the patients infusion device displayed an e4 error. The patient canceled the alarm and went back to sleep without checking the device. The following morning at 10:01 am the patient received a blood glucose result of 460 mg/dl on his performa combo system. The patient's father transported him to the hospital. At 12:30 pm the patient received a blood glucose result of 460 mg/dl on the hospital meter. At the hospital the patient changed his infusion set and administered a bolus with the infusion device. The hospital treated the patient with insulin and fluids. At 3:00 pm the patient received a blood glucose result of 250 mg/dl on the hospital meter. The patient was hospitalized for 48 hours. The infusion device will not be returned for product evaluation.